Manufacturer narrative:
The investigation into the reported access site bleeding has been completed. The device was not returned by the medical facility. As per clinical, repositioning sheath was not sutured close enough to the skin at time of bleeding. Bleeding issue was resolved after re-suturing and angle matched the dressing. The cause of the access site bleeding issue was related to the use of suturing of the repositioning sheath, based on given clinical information. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was bleeding from the impella access site during support. The physician was required to re-suture the catheter to the patient and adjust the angle by using gauze and the issue was resolved.